Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of the device not powering up with battery only was observed during evaluation. A system interconnection flex cable was not properly seated at a connector on the control board. The cable was reseated to remedy the report. The customer's report of the device not recognizing the onestep cable was not replicated or confirmed. The device detected the test onestep cable during evaluation. No accessories were returned for evaluation. No fault was found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before the UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up and the associated defibrillator was unable to detect the attached electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.